Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and ams mini arc precise sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh trimming several times in 2008 to 2010 due to mesh extrusion. The patient underwent mesh removal on (B)(6) 2010 and on (B)(6) 2011 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted, due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).